Event description:
Boston scientific received info that the pt with this right ventricular (rv) lead was experiencing a stinging pain under left breast, which was believed to be from pacing stimulation. The pt was in atrial fibrillation (af) and it was being under sensed. Ventricular sensing was seen, but not the r-waves. It was reported that sensing was unipolar at 1.6 mv. The rv output was at 5 volts at 1 millisecond; however, actual threshold was found to be 3.5 volts. The pacing thresholds were programmed to 4 volts and to pace/sense in the ventricle at a rate of 40 beats per minute and rate response was programmed off. The pt symptoms were resolved after the programming modifications. It was believed that the lead was out of position. The pt was to be re-evaluated with a chest x-ray, echo, and possible lead revision in the near future. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.